Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas functioned only while on the charger and powered off with a black, unresponsive screen when removed from external power, despite indicating a high state of charge; a possible update failure alert was seen in the app, and a restart did not resolve the issue, leading to replacement of the device. Symptoms included no physiological effects. Outcomes included no clinical impact and continued cgm use without pump function until replacement. Investigation included remote troubleshooting and verification of software and firmware status. Investigation revealed a device malfunction consistent with power or battery subsystem failure causing device shutdown off-charger, with no pump alerts and no effect on glucose data. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to hardware failure in the power management or battery system.